Event description:
It was reported that the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message upon power up. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The product in complaint was returned to zoll on 04/02/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
Investigation results as follows: visual inspection of the returned platform shows that the front enclosure and the battery lock were damaged. The physical damages found during visual inspection is not related to the reported event of a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. The damages appear to have been caused by normal wear and tear (autopulse manufactured in september of 2007). A review of the archive was performed and the reported complaint of a ua 7 message was confirmed. The archive data shows that multiple ua 7 and ua 12 (lifeband not present) occurred on the reported event date of (B)(6) 2014. However, the observed ua 12 is not related to the reported complaint. Functional testing was not performed due to the observed ua 7 message. It was found that one of the load cells was not functioning. Based on the investigation, the parts identified for replacement are the load cell, battery lock, and the front enclosure. In summary, the reported complaint of a ua 7 occurring was confirmed based on the archive review and upon functional testing. The fault was found to be due to the defective load cell. The ua 12 observed during the archive review is unrelated to the reported complaint. The root cause for ua12 was unable to be determined. However, per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The physical damages found during visual inspection is unrelated to the reported complaint. Upon replacement of the load cell and the damaged parts, the platform passed all testing criteria.